Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in the successful initiation of their sensor session without the error reoccurring.